Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the review of the black box and continuous glucose monitoring (cgm) history showed evidence of ¿cs215¿ cgm failure warnings. A test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors or alarms occurred and ¿cs215¿ did not occur during testing. The pump¿s cover was removed and intermittent condition was found on the cgm module due to a cold solder connection at the inter-board gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/13/2016. Investigation revealed a cracked battery compartment.